Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the high pressure test result was alarmed with after less than 1 unit delivered. Customer¿s blood glucose level was 250 mg/dl at the time of incident and current blood glucose level was 277 mg/dl. Customer was treated with bolus. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Customer was able to perform high pressure test at this time. Troubleshooting was performed for high blood glucose level. The device will not be returned for analysis.